Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately 7 years 11 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien xt valve, the patient was being evaluated for a valve in valve. Subsequently, the patient was planned to undergo the valve in valve procedure approximately 5 days later. The reason for the valve in valve procedure was unknown at the time. Additional information was then received via medical records revealing approximately 7 years 11 months post tavr procedure, there was severe stenosis, and the peak/mean gradients were 60/36 mmhg. It was noted that the annulus was mildly calcified, the leaflets were moderately thickened and moderately calcified. There was also moderate to severe regurgitation. The patient presented symptoms of shortness of breath (sob) on exertion and worsening fatigue. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 11 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien xt valve, the patient was evaluated and subsequently treated with a valve in valve procedure approximately 5 days after the work-up. The reason for the valve in valve procedure is unknown at this time.